Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cannula was broken into half and it was still in the body. The customer¿s current blood glucose level was unknown. The customer declined troubleshooting. The customer also reported that cannot find sensor. The device will not be returned for analysis.